Event description:
It was reported the patient had issues with the pump before such as withdrawals. The patient had "problems" occur years ago and they were related to the catheter. The patient had "4-5 revisions on the catheter with the most recent being 2 years ago". The most recent was in last 2 years, but before that, the patient had "3-4" where he wasn¿t getting enough medication because of" a hole in the catheter or catheter was disconnected or had to reconnect or replace completely". The drug in the pump at the time of this event was unknown.

Manufacturer narrative:
(B)(4).